Manufacturer narrative:
H3: one device was returned for repair with complaint that the device was failing volumetric accuracy check. The device has not been serviced in the last 12 months visual evaluation found the device was in good condition. Functional testing was performed, and the primary complaint was not confirmed or replicated. The device passed functional and accuracy testing.

Event description:
It was reported that pump was failing volumetric accuracy check. The event occurred during testing and there was no patient involvement.